Manufacturer narrative:
Corrected data: in follow-up report #1 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Brand name: unknown, not provided model number: unknown, not provided serial number: unknown, not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. If explanted, give date: not applicable as the iol remains implanted initial reporter email address unknown, information not provided. Device manufacture date: unknown as there is no serial number provided. PMA/510(k) #: unknown as the lens model was not provided (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at 1-month clinical masked study visit, the subject, implanted with bilateral intraocular lenses (iols), complained of being very bothered by halos and glare causing difficulty with night driving. Best corrected distance visual acuity for both eyes noted to be 20/20. Additional information received for the 6-month study visit reported visual symptoms are still present at 6 months and are considered debilitated by the subject. The patient complained being very bothered by halos and starburst (driving at night), slightly bothered by sensitivity to light, moderately bothered by glare (night driving)and moderately bothered by poor low light vision (reading small print). No surgical intervention is planned. No additional information was received. This MDR captures the event for the lens implanted on (B)(6) 2019. A separate MDR is being filed for the lens implanted on (B)(6) 2019.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu180. Section d4: serial #: (B)(6). Section d4: expiration date: 4/2/2024. Section d4: UDI#: (B)(4). Section h4: manufacturing date: 4/2/2019. Corrected data: section g5: the initial report was submitted under a then unknown clinical study device model. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2020-00089. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.